Manufacturer narrative:
The device was returned to the manufacturer for evaluation. During the evaluation the reported issue of the screen not turning on was confirmed due to a printed circuit board failure. Deep scratches were found on the window screen of the display as well as normal cosmetic wear and tear. If additional information is obtained a follow up report will be submitted.

Event description:
The user facility reported that the screen on the lcd monitor is not turning on. The unit has power but no image on the screen is displayed. No additional information was provided.

Manufacturer narrative:
A device history record (DHR) did not find any defects or nonconformities. All records indicate that the device was manufactured in accordance with all applicable procedures. Possible rationale of the reported issue was an accidental failure due to aging deterioration. No other issues were reported. If additional information is obtained a supplemental report will be filed.